Event description:
Customer called to report a clear fluid leak from the blood sampling valve tubing of the coulter lh780 hematology analyzer. Customer stated that the tubing was connected and that the leak was contained within the instrument. Customer also stated that no patient results were affected by the instrument issue, and that no one was harmed by or exposed to the leak. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing between the white blood cell bath and the backwash manifold/clean aspirator tip was leaking. The fse then repaired both those tubing lines. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).